Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen. A technical support specialist (tss) found carefusion coordination engine (cce) database in suspect mode when verified through structured query language (sql). Event viewer logs showed event ID 41, indicating that the system had rebooted without a clean shutdown, likely due to a crash, hang, or unexpected power loss. A review of the application server confirmed that the affected device aligned with the suspected power-related disruption. Tss escalated to field service engineer (fse) and fse replaced the battery and mentioned that tss would proceed with database clean and recovery of corrupted data through knowledge article, how-to ¿ recover / repair a corrupted dsclientoltp database, which was completed successfully and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis unit was frozen on the carefusion loading screen. There were no adverse events or injuries reported based on this event.